Event description:
It was reported to baxter (B)(4) that a flogard infusion pump did not work. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "did not work" was confirmed during device evaluation as a battery issue. Quality engineering determined that the root cause was due to a defective/depleted main battery. The main battery was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).